Event description:
According to the reporter: occurred during a thoraco/lobectomy. The nurse checked that the jaws of the device were able to opened and close. The first firing to resect the right inferior lobe was completed with no problem. After the second firing was completed, the surgeon began to pull the black return knobs back but the knobs stopped at the 1cm mark. To correct the product problem, the surgeon extended the trocar incision by approximately 3 cm. To remove the reload, additional tissue was resected from the proximal side of the staple line. Oozing bleeding occurred as a result of the issue and there was tissue damaged. Surgical time was extended by 30 minutes or more due to the product problem. Another device was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the retraction knob is extended. The reload is engaged to the instrument. Pmv performed functional testing which included the retraction knob cannot retract. Engineering reviewed the device for defects associated with the device complaint. The manual instrument was found to have no defects. The defect observed of reload locked on tissue was caused by the reload and not the manual instrument. Reference the device product analysis under this complaint file for more details. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.